Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: additional: h2 - h6; correction: b4 - g4 - g7 - h10. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend has been identified. Event description: it was reported patient underwent a primary left tha on (B)(6) 2018. Subsequently, the patient underwent a revision on (B)(6) 2019 d/t a fall on (B)(6) 2019 resulting in a dislocation with failed reduction and head/liner disassociation. Review of received data: - medical records were provided and reviewed by a health care professional. Review of the available records identified the following (summarized by hcp): crf findings: - adverse event ((B)(6) 2019): patient fell and dislocated on (B)(6) 2019. Patient had failed closed reduction with disassociation of head/liner on (B)(6) 2019. Patient underwent revision d/t dislocation/disassociation on (B)(6) 2019. - head, liner, active articulation bearing revised. - removal of study implant. Medical record findings: - patient seen in consultation at the request of gary francis burke for l tha dislocation with failed attempt at reduction at osh. Successful reduction under conscious sedation with superolateral subluxation of femoral head and circular lucency concerning for dislodgement of outer femoral head. - patient unable to recount event in its entirety; however, states he tripped over a dog bed tuesday morning. Subsequently, fell to the ground and hasn¿t walked since. Patient c/o pain that is worse with movement and improved with immobilization. Pain does not radiate. Patient has abrasion on l side of forehead but denies loss of consciousness. Patient reports no injury or issues to l tha prior to fall and has not utilized walker in over 6 months. - l leg shortened and internally rotated. Superficial abrasion over knee and shin. Full and painless active and passive rom at knee and ankle. - x-ray shows l tha with superior dislocation and circular lucency concerning for outer femoral head dislodgement. - revision for dislodged dual mobility tha liner/l hip dislocation. Blood loss 250ml. - 1 yr s/p successful l tha. Fell over dog and landed hard directly on l hip. Attempted to reduce unsuccessful. - poly femoral head located posterior and superior to acetabulum. Extensive bruising and hematoma about the l hip. Osteointegrated components were well positioned and fixed. - upon completion rom: full extension and 70 degrees ER; hip stability with 90 degrees flexion, neutral abduction and ir to 80 degrees; hip in adduction and 40 degrees of flexion, ir could be brought to 80 degrees before signs of subluxation. Restored offset and near equal leg lengths. - hematoma evacuated. Poly head encountered dislodged from acetabulum and ceramic femoral head sitting posterior/superior was removed. New components placed. No intraoperative complications noted. - x-ray report (summarized by hcp): transverse fracture of the left femoral neck with eventual total hip arthroplasty. - six week postop demonstrates persistent avn of the right femoral head. Left total hip arthroplasty with screw fixation of the left acetabulum. Symmetric position of the femoral head within the acetabular cup. No radiolucency. - single ap film on the left hip postop demonstrates superior dislocation. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: - this device is intended for treatment. - the compatibility check was performed and showed that the product combination was approved by zimmer biomet. - DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Conclusion: it was reported that the patient was implanted with a left tha on the (B)(6) 2018. Due to a fall on (B)(6) 2019 which resulted in a dislocation which was followed by two failed reductions (on (B)(6) 2019 and (B)(6) 2019). During the closed reduction attempt there was a head/liner disassociation, due to which the patient underwent revision surgery on (B)(6) 2019 . The clinical report and the medical records confirmed the reported dislocation. No product was returned; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Review of the complaint history did not identify any anomalies for this device and the reported event. This device is used for treatment. The reported products were reviewed for compatibility with no issues noted. The document-based investigation results did not identify a non-conformance or a complaint out of box (coob). Based on the given information, it is possible that the fall of the patient triggered or contributed to the reported dislocation, nevertheless, an exact root cause could not be identified. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (null).

Event description:
Please refer to report 0009613350-2019-0040.

Manufacturer narrative:
The manufacturer did not receive the device for investigation. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the left side and underwent revision due to dislocation and disassociation.